Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the es cii safe with no compartment detected due to loose connections with the communication sled. A field service engineer reseated all connections to the communication sled to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis cii safe system, the drawer failed and was not detected on the communication bus. The malfunction occurred when a user tried to dispense medication to a patient, resulting in a delay in dispensing medications. There were no adverse events or injuries reported based on this event.